Manufacturer narrative:
As reported, it was suspected that there was a leakage of air from the balloon of a 6/7f mynxgrip vascular closure device (vcd) or the locking of the balloon was not tight. During coronary stenting, the operator performed a right femoral artery puncture approach, retained the 6f short sheath after the procedure, and selected the 6f vcd for blocking the femoral artery puncture point. They checked in vitro that the vcd balloon could be filled normally with no leakage, then inserted the vcd into the short sheath to the white marking to reach the end of the sheath. They dilated the balloon and observed that the black part of the dilation indicator was exposed and closed. The operator rotated the valve, grasped the black handle to withdraw the entire sheath device back, felt the first point of resistance, continued to withdraw the short arterial sheath, found resistance, adjusted the position of the short sheath, and continued to withdraw slowly until the balloon reached the position of the vascular puncture point (the second point of resistance). They opened the surgical sheath hemostatic valve to confirm temporary hemostasis, with the operator¿s right hand pulling on the black handle to maintain tension, and the left hand pushing forward the outer sheath device to the obvious resistance to stop. When the surgical sheath was ready to be pulled back, the entire vcd was pulled out of the body along with the short arterial sheath and converted to manual hemostasis. In vitro, the vcd balloon was observed to be insufficiently full, and the expansion indicator showed signs of retraction at the end of the handle. The volume of the balloon filled again in vitro was obviously larger than when it was pulled out. After closing the rotary valve and observing the expansion indicator again, there were still signs of retraction. The deployer is mynx certified. Regarding the femoral puncture site, the suitability of the femoral artery was verified on angiography, with the insertion angle of the vascular sheath introducer being about 40 degrees. The vessel type was arterial, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity observed. While there was no indication of pvd or calcification at the puncture site prior to the procedure, possible calcification was noted after the procedure. The mynx vcd was prepped according to the IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure upon inflation, at either the first or second stop. Additionally, there was no visible damage to the distal end of the sheath after removal. The device was not returned for evaluation as previously expected. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2420002 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon balloon loss of pressure" could not be confirmed. Without the return of the device and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was suspected that there was a leakage of air from the balloon of a 6/7f mynxgrip vascular closure device (vcd) or the locking of the balloon was not tight. During coronary stenting, the operator performed a right femoral artery puncture approach, retained the 6f short sheath after the procedure, and selected the 6f vcd for blocking the femoral artery puncture point. They checked in vitro that the vcd balloon could be filled normally with no leakage, then inserted the vcd into the short sheath to the white marking to reach the end of the sheath. They dilated the balloon and observed that the black part of the dilation indicator was exposed and closed. The operator rotated the valve, grasped the black handle to withdraw the entire sheath device back, felt the first point of resistance, continued to withdraw the short arterial sheath, found resistance, adjusted the position of the short sheath, and continued to withdraw slowly until the balloon reached the position of the vascular puncture point (the second point of resistance). They opened the surgical sheath hemostatic valve to confirm temporary hemostasis, with the operator¿s right hand pulling on the black handle to maintain tension, and the left hand pushing forward the outer sheath device to the obvious resistance to stop. When the surgical sheath was ready to be pulled back, the entire vcd was pulled out of the body along with the short arterial sheath and converted to manual hemostasis. In vitro, the vcd balloon was observed to be insufficiently full, and the expansion indicator showed signs of retraction at the end of the handle. The volume of the balloon filled again in vitro was obviously larger than when it was pulled out. After closing the rotary valve and observing the expansion indicator again, there were still signs of retraction. The deployer is mynx certified. Regarding the femoral puncture site, the suitability of the femoral artery was verified on angiography, with the insertion angle of the vascular sheath introducer being about 40 degrees. The vessel type was arterial, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity observed. While there was no indication of pvd or calcification at the puncture site prior to the procedure, possible calcification was noted after the procedure. The mynx vcd was prepped according to the IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure upon inflation, at either the first or second stop. Additionally, there was no visible damage to the distal end of the sheath after removal. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, it was suspected that there was a leakage of air from the balloon of a 6/7f mynxgrip vascular closure device (vcd) or the locking of the balloon was not tight. During coronary stenting, the operator performed a right femoral artery puncture approach, retained the 6f short sheath after the procedure, and selected the 6f vcd for blocking the femoral artery puncture point. They checked in vitro that the vcd balloon could be filled normally with no leakage, then inserted the vcd into the short sheath to the white marking to reach the end of the sheath. They dilated the balloon and observed that the black part of the dilation indicator was exposed and closed. The operator rotated the valve, grasped the black handle to withdraw the entire sheath device back, felt the first point of resistance, continued to withdraw the short arterial sheath, found resistance, adjusted the position of the short sheath, and continued to withdraw slowly until the balloon reached the position of the vascular puncture point (the second point of resistance). They opened the surgical sheath hemostatic valve to confirm temporary hemostasis, with the operator¿s right hand pulling on the black handle to maintain tension, and the left hand pushing forward the outer sheath device to the obvious resistance to stop. When the surgical sheath was ready to be pulled back, the entire vcd was pulled out of the body along with the short arterial sheath and converted to manual hemostasis. In vitro, the vcd balloon was observed to be insufficiently full, and the expansion indicator showed signs of retraction at the end of the handle. The volume of the balloon filled again in vitro was obviously larger than when it was pulled out. After closing the rotary valve and observing the expansion indicator again, there were still signs of retraction. The deployer is mynx certified. Regarding the femoral puncture site, the suitability of the femoral artery was verified on angiography, with the insertion angle of the vascular sheath introducer being about 40 degrees. The vessel type was arterial, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity observed. While there was no indication of pvd or calcification at the puncture site prior to the procedure, possible calcification was noted after the procedure. The mynx vcd was prepped according to the IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure upon inflation, at either the first or second stop. Additionally, there was no visible damage to the distal end of the sheath after removal. The device was later returned for evaluation as previously expected.

Manufacturer narrative:
As reported, it was suspected that there was a leakage of air from the balloon of a 6/7f mynxgrip vascular closure device (vcd) or the locking of the balloon was not tight. During coronary stenting, the operator performed a right femoral artery puncture approach, retained the 6f short sheath after the procedure, and selected the 6f vcd for blocking the femoral artery puncture point. They checked in vitro that the vcd balloon could be filled normally with no leakage, then inserted the vcd into the short sheath to the white marking to reach the end of the sheath. They dilated the balloon and observed that the black part of the dilation indicator was exposed and closed. The operator rotated the valve, grasped the black handle to withdraw the entire sheath device back, felt the first point of resistance, continued to withdraw the short arterial sheath, found resistance, adjusted the position of the short sheath, and continued to withdraw slowly until the balloon reached the position of the vascular puncture point (the second point of resistance). They opened the surgical sheath hemostatic valve to confirm temporary hemostasis, with the operator¿s right hand pulling on the black handle to maintain tension, and the left hand pushing forward the outer sheath device to the obvious resistance to stop. When the surgical sheath was ready to be pulled back, the entire vcd was pulled out of the body along with the short arterial sheath and converted to manual hemostasis. In vitro, the vcd balloon was observed to be insufficiently full, and the expansion indicator showed signs of retraction at the end of the handle. The volume of the balloon filled again in vitro was obviously larger than when it was pulled out. After closing the rotary valve and observing the expansion indicator again, there were still signs of retraction. The deployer is mynx certified. Regarding the femoral puncture site, the suitability of the femoral artery was verified on angiography, with the insertion angle of the vascular sheath introducer being about 40 degrees. The vessel type was arterial, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity observed. While there was no indication of pvd or calcification at the puncture site prior to the procedure, possible calcification was noted after the procedure. The mynx vcd was prepped according to the IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure upon inflation, at either the first or second stop. Additionally, there was no visible damage to the distal end of the sheath after removal. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be closed, with a cordis mynx syringe attached to the unit. Additionally, a cordis avanti catheter sheath introducer (csi) was returned inserted on the device. The sealant was exposed, and the advancer tube was in manufacturing position. No additional anomalies were observed during this visual analysis. The inflation/deflation test was executed, and the balloon inflated and deflated as expected during the evaluation. Additionally, due to the exposed sealant condition, a simulated deployment test was performed. The advancer tube mechanism functioned properly despite the sealant being already exposed. The black handle was pulled proximally to separate it from the shuttle, per the instructions for use (IFU), successfully achieving the locking needed for proper distal advancement of the advancement tube. A review of the manufacturing documentation associated with lot f2420002 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon loss of pressure¿ was not observed through analysis of the returned functional analysis demonstrated full inflation and deflation of the balloon with no leakage or anomalies noted. Additionally, the balloon inflated and deflated as expected, and the advancer tube mechanism functioned properly despite the exposed sealant. The received unit presented conditions related to the sealant being already exposed, without evidence of proper advancer tube deployment activation. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.